Event description:
A report regarding opacification of an iol was received by ciba vision in 2002 from a surgeon regarding a pt who had a right eye memory lens implant in 1999. Cloudy lens was first noted at exam in 2002. Visual acuity was 20/160 od. The surgeon is not planning on explanting the lens at this time because of risk of other complications with the pt.